Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received from this system due to pacing impedance measurements less than 200 ohms. Noise was also observed which was oversensed resulting in four non-sustained ventricular tachycardia (nsvt) episodes. Subclavian crush is suspected and a revision procedure was performed. However, access could not be obtained to implant a replacement lead. Therefore, this lead remains in service and they will continue to monitor the patient via latitude. No adverse patient effects were reported.